Event description:
The customer reported false positive results with the ID now covid-19 assay performed on the same date. This MFR. Report addresses patient nine (9) of ten (10). The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal sample. Confirmation testing was performed (platform: sofia 2 antigen test) on an unknown date and generated a negative result. The patient was reportedly asymptomatic. The customer confirmed there was no treatment needed and no patient harm due to the test results.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1089002 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot: 1089002, test base part number 190-430 / lot: 1089002. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1089002 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible root cause is cross contamination. H3 other text : single use, device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on the same date. This MFR. Report addresses patient nine (9) of ten (10). The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal sample. Confirmation testing was performed (platform: sofia 2 antigen test) on an unknown date and generated a negative result. The patient was reportedly asymptomatic. The customer confirmed there was no treatment needed and no patient harm due to the test results.